Event description:
Patient reported that she was implanted with uniplate in 2008. She is conerned about a potential reaction to metal implants and requested information on titanium. As an issue of this nature could result in surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Information is limited. The plate and screw are titanium and while it is unlikely that the issue is related to metal sensitivity there is the remote possibility that this is the cause of the issue. The instructions-for-use (IFU) supplied with the devices lists foreign body sensitivity as a possible adverse outcome. No connection can be made at this time between the post-op issue and the use of the depuy products.